Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based in anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a cerclage procedure on (B) (6) 2010. During the procedure, the tip of the needle broke off while going through the cervical tissue. As the pt is pregnant, the surgeon assumes the needle piece remains in the cervix but could not perform an x-ray to verify. The needle piece was minute and the surgeon has no plans to attempt removal. The surgeon proceed with the case using the other needle that was on the suture.